Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) shaft breakage occurred. The lesion was situated in the right coronary artery. Some difficulties were reported to push the omega stent 12x3mm through the guiding catheter and the distal metallic shaft buckled and broke outside the patient. The device was removed and the procedure was completed with another device. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the omega bare element stent delivery system and stent were received. There was a complete detachment of the hypotube 18 cm from the strain relief. Microscopic examination of the hypotube revealed no evidence of any material or manufacturing deficiencies. The fracture surfaces were jagged, consistent with ductile deformation. The hypotube was bent at the location of the detachment, which may indicate the shaft was kinked prior to separation. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).